Manufacturer narrative:
Citation: skaar e, et al. Baseline frailty status and outcomes important for shared decision-making in older adults receiving transcatheter aortic valve implantation, a prospective observational study. Aging clin exp res. 2021 feb;33(2):345-352. Doi: 10.1007/s40520-020-01525-z. Epub 2020 mar 19. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding patient baseline frailty status and outcomes important to decision-making prior to transcatheter aortic valve implantation (tavi). All data was collected from a single center between 2013 and 2015. Of the 82 patients included in the study population (predominantly male, mean age 83 years), 52 patients underwent tavi with the medtronic corevalve system. No unique device identifier numbers were provided. Among all patients, a total of 6 deaths (cardiovascular = 5, non-cardiovascular = 1) occurred within two years of tavi. One corevalve patient was diagnosed with endocarditis and had a vegetation on the aortic valve at 448 days after tavi. Subsequently, the patient died one month after diagnosis. Blood cultures were positive for stafylococcus aureus which is known to be killed by the glutaraldehyde fluid used in the corevalve storage jar. Based on the duration of valve implant and the type of micro-organism detected, corevalve was not associated with this death. No correlation was made between medtronic product and the other five deaths. Among all patients, non-death adverse events included: new permanent pacemaker implantation during hospital stay after tavi; stroke (disabling or non-disabling); thromboembolic events; coronary artery obstruction requiring intervention; incorrect valve position; valve-related dysfunction (mean aortic valve gradient = 20 mmhg); moderate to severe paravalvular leak; prosthesis-patient mismatch; unspecified valve-related dysfunction requiring intervention; unspecified structural valve deterioration requiring repeat procedure (tavi or surgical aortic valve replacement); major vascular complication; life threatening, disabling bleeding, or major bleeding; and hospitalization for valve-related symptoms or worsening congestive heart failure. Medtronic product may have been associated with these adverse events. Additionally, four corevalve patients were diagnosed with endocarditis at 190, 380, 407, and 528 days after tavi, respectively. Based on the valve implant durations, corevalve was not associated with these occurrences. No additional adverse patient effects or product performance issues were reported.